Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed that the dome of the tip was detached. The device was connected to the carto 3 system and no errors were observed. The force of the device was evaluated and the force values and the vector were within specifications. No force issues were observed. Due to the dome detachment, a manufacturing investigation was performed and was found that this failure was not relate to the manufacturing process. According to device history records, the catheter passed all quality criteria. However, there is a potential for failure during usage. During an atrial fibrillation procedure (af), the dome of the device was detached, the damage on the dome (helix) could be related to manipulation of the device during the procedure; however, this cannot be conclusively determined. Additionally, regarding error 106, there was no evidence found that could lead to this defect. A microscopic inspection revealed stress marks in the dome section that could be related to the manipulation of the device during the procedure. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The force sensor error reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred that nay have affected its performance. The dome detachment detected during the visual inspection was unrelated to the reported event by the customer. The potential cause of the damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. In accordance, to the dome damaged, the instructions for use contain (IFU) the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the issue irrigation port occlusion identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported force sensor error (code 106). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the dome of the device was detached. It was initially reported by the customer that alert code 106 occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. The catheter was not used in patient, therefore, there was no adverse event reported on patient. Additional information received indicated the physician did not notice any physical damage on the catheter before use. The customer's reported force issue (106) is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2025, the bwi pal revealed that a visual inspection of the returned device found the dome of the device was detached. This finding was assessed as an MDR reportable malfunction since the integrity of the device was compromised.